Event description:
It was reported via notice of litigation that a fire fighter and a paramedic were loading a cot into the ambulance with a patient on it. The legs of the cot allegedly did not release when the mechanism was activated. The fire fighter was instructed by the paramedic to lift the cot "in such a mannaer and to such a height" that patient allegedly sustained serious injury.